Event description:
It was reported that the patient underwent a revision procedure 5 days post implantation due to dislocation. During the revision the acetabular shell was in a different position from previous surgery. The shell, liner, bearing, sleeve, and head were exchanged without complications. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Review of the available records identified a revision occurred due to instability and dislocation. The shell was found to be loose in the joint. A new head, liner, taper sleeve, and screws were implanted. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog#: 110024466 g7 dual mobility liner 50mm h lot#: 755990; catalog#: 110010250 g7 osseoti 4 hole shell 64mm h lot#: 6459948; catalog#: 650-1068 cer option type 1 tpr sleve +6 lot#: 2900905; catalog#: 650-1055 cer bioloxd option hd 28mm lot#: 3050674. The device will not be returned for analysis, due to hospital policy; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02852, 0001825034-2021-02853.

Event description:
It was reported that the patient underwent a revision procedure due to instability and dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.